Manufacturer narrative:
Analysis received the unit with no button response due to a flattened dome switch. Analysis was unable to test for no delivery alarm and battery out limit alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer's mother reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 250 mg/dl at the time of incident. The customer's mother stated the unit received battery out limit and no delivery alarms. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.